Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needed to be repaired after the customer's biomedical engineer found blood in the pneumatic assembly . After the biomed replaced the pneumatic assembly and the iabp unit checked out, it was found that the iabp unit had a vacuum problem. The biomed had called getinge tech support to have a field service engineer (fse) come out to look at the iabp. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The customer¿s biomedical engineer reported that after discovering the vacuum problem, he obtained another pneumatic assembly from the getinge field service engineer (fse) on site; however, this did not resolve the problems. The biomed reported that the pressure regulators were also adjusted. The getinge fse on site spoke with the customer about the repairs and the possible causes of the issue. The fse ordered and shipped a valve assembly directly to the customer. The biomed installed the valve assembly (manifold drive assembly) into the iabp and the problem was resolved. The biomed performed a preventative maintenance (pm) on the iabp unit and subsequently cleared the unit for clinical use. Updated fields: b3, b4, b5, e1 (event site email), e2, e3, g3, g4, g7, h2, h6, h10, h11 corrected fields: d5, d10, h3. Other text : not returned to the manufacturer.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available. The full event site name is (B)(6) hospital.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a vacuum issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.